Event description:
The cook rep received a call from the operating room. They explanted a zenith graft due to leakage on (B)(6) 2014. The explanting physician is not originally from this facility. Additional info has been requested but not provided by the reporter. It is unk if the pt underwent any additional procedures at this time.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.